Manufacturer narrative:
After the initial medwatch was submitted, the customer clarified that the hospital staff did not recollect of a clip being broken and or found with the patient during his expiration. There was confusion with the initial complaint report to posey. The clip breaking was a comment from the hospital staff during an in-service displaying the product. There was no allegation that a broken clip was found in relation to the patient who expired, and the hospital staff did not allege that the device in use at that time malfunctioned in any way. There is no indication at this time that the posey secure sleeve contributed in any way to the patient¿s demise. Furthermore, the clip's intended use is to hold the splint in place by clipping to a patient¿s sleeve. The clips are not intended to be used as restraint as they can easily be taken off by a patient and/or caregiver. As per the instructions for use, "the optional clips connect the splint to the patient's sleeve and help prevent the splint from sliding off the patient's arm."

Event description:
Supplemental submitted based on additional information provided by the customer.

Manufacturer narrative:
Device was not returned for evaluation. The investigation is ongoing. Note: instructions for use (IFU) warns "never alter or repair this product. Always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or hook and loop fasteners that do not hold securely. Do not use soiled or damaged products. Do so may result in serious injury or death." (B)(4).

Event description:
Customer reported that the clip broke and the patient's secure sleeve slipped down the wrist area. The patient was able to take out the trach and expired. Customer provided voluntary medwatch providing information that the patient was receiving rehab services due to intracranial, interventricular hemorrhage and stroke with left sided hemiparesis. Trach was placed prior to rehab admission. The patient had a posey secure sleeve on the right arm. Patient was receiving breathing treatments and medication. At approximately 05:45 the staff went into the patient's room for morning care, and the patient was found unresponsive with the trach on top of her chest. Code was called, trach replaced, and patient was transferred to the emergency department and admitted to the ICU. Family withdrew care and patient expired on (B)(6) 2015.